Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 2:: it was reported while using bd vacutainer® acd solution a blood collection tubes, 1 tube broke while placing a non-bd stopper into the tube resulting in blood exposure to the healthcare worker. The following information was provided by the initial reporter: "several times over the last several months, when the secondary marketlab stoppers are inserted into the acd tubes, the force is breaking the glass tubes. Not sure if something has changed with the tubes, or if the stoppers have changed in some way, which is leading to the breakage. Curious to know if there have been any other reports of this happening around the country. In at least one instance, the broken glass tube led to an accidental exposure. One employee went through the internal bbp protocol" there was no other health impact or consequences reported.